Manufacturer narrative:
The product is not available for evaluation. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A practitioner reported that a slight spark occurred on the tip during a thermage treatment. The practitioner replaced the tip and proceeded with the treatment with no issue. The tip was discarded and therefore is not available for evaluation. No patient injury was reported.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. No patient injury occurred during the treatment. The product was not returned for evaluation, thus product issues could not be confirmed. Based on all available information, no causal factors can be determined and no conclusion can be drawn.